Event description:
Patient under anesthesia in or for redo of coronary artery bypass x3. Prior to start of surgery it was noted that the ventilator on the anesthesia machine set to deliver 850cc of tidal volume but bellows would only push 400cc. Tubings changed, flow sensors changed but did not resolve problem. Pt was hand bagged while anesthesia machine was changed out. Surgery delayed but no patient injury.